Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5179482

Event description:
Voluntary medwatch received states the right ventricular lead was found to be stuck in the device header, which resulted in varying defibrillation impedance. The lead was abandoned. No information regarding adverse patient consequences were reported.